Event description:
A patient reported experiencing inaccurate low results with a fasttake meter. The patient's blood glucose result was 135 mg/dl. Only one resuslt documented. Tests were done 10 minutes apart. Patient did not experience any adverse event. No further information has been reported.